Event description:
It was reported that a microclave® clear neutral connector generated a leak during patient use. The report stated that the microclave was leaking. There was patient involvement and no patient harm.

Manufacturer narrative:
Received one (1) used list# mc100 microclave. As received a stick down was observed. No additional damage or anomalies were observed. The microclave was disassembled to try and identify the cause of the stick down. A circular seal tear was observed on the top of the seal. The complaint of "the microclave was leaking". Can be confirmed. The probable cause is due to access with an incompatible mating device. The dfu states: "needlefree connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm)." A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.